Event description:
It was reported initially by customer that device defaulted to 3ml after alarming. Through several attempts to gather more info from customer, it was reported that after multiple attempts by nurse to set device to 125 ml/hr device would alarm and revert back to 3ml/hr. Device was running in kvo (keep vein open) status. Customer reported that their lab biomed noted what appeared to be damage to pump as though it had been dropped. Customer reported that pt experienced no adverse affect as a result of reported issue. Customer reported that pt is doing fine.

Manufacturer narrative:
The complaint was not confirmed as a malfunction for the reported issue. Log review by failure analysis shows that pump operated as it should have. When device is running in kvo status, it runs at a rate of 3 ml/hr by default, which is how device is designed to operate. In this case, while nurse attempted to set pump to a 125 ml while in kvo status, the pump functioned as expected and reverted back to 3ml. Failure analysis concludes no malfunction of this device occurred. (B)(4). Preventative maintenance was performed. Root cause determined to be user error as no malfunction of device occurred.